Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an appropriate shock from their implantable cardioverter defibrillator (ICD) for ventricular tachycardia (vt) which in turn cause atrial fibrillation (af). The patient was admitted to intensive care unit (ICU) and given medications. The ICD remains in use. Additionally, it was reported that during an episode there appeared to be undersening on the right atrial (ra) lead at times. The ra lead remains in use. No further patient complications have been reported as a result of this event.